Event description:
It was reported that the patient was asymptomatic and in clinic for a normal follow up where noise was observed and lasted for a few seconds preventing vf diagnosis. The noise could not be replicated and there were no other electrical abnormalities. The lead was capped and replaced. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
(B)(4).